Manufacturer narrative:
This report is submitted on 2 december 2020,

Event description:
It was reported that the electrode array had extruded outside of the cochlea prior to explant.

Manufacturer narrative:
This report is submitted on october 27, 2020.

Event description:
Per the clinic, the patient experienced loud noises with and without having the processor connected to the implant. The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.